Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device won't turn on/off. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/19/2019 to the present date 01/07/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device won't turn on/off. There was no patient involvement.

Manufacturer narrative:
Updated "h7" & "h9" fields. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced motor control board due to no power. Replaced dim u4 on display board. A review of the device history record for sn (B)(6) was performed from date of manufacture (B)(6) 2019 to the present date (B)(6) 2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the motor control board. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Dim u4 display segments / (B)(4). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported the device won't turn on/off. There was no patient involvement.